Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. Based on the investigation results, the suggested event is a complaint that was not passed through the shirakawa medical equipment service operation center and was initiated by information only; it was impossible to confirm the reproduction of the event. However, a definitive root cause could not be identified. This issue is addressed in the instructions for use (IFU): the inspection method is described in the operation manual gif-1200n chapter 3 preparation and inspection, the prevention method is described in the reprocessing manual gif-1200n chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a black liquid coming from the tip. The issue was found during reprocessing. There were no reports of patient harm.